Event description:
The pump was returned for investigation the u4 component was found to be shifted. The no prime condition cannot be duplicated. This report is made based on results of investigation completed on (B)(6) 2012.

Manufacturer narrative:
(B)(4): evaluation revealed no loss of primes warnings were observed. Black box indicated repeatedly selected rewind, then load but prime was not selected after load step. The pump was exercised for 24 hours on a one unit per hour basal rate with no loss of primes duplicated. The force calibration test passed. Force sensor pins seated and solder connections intact. The u4 component was found to be shifted. The no prime condition cannot be duplicated. Device history record review was conducted on (B)(4) 2012 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).